Manufacturer narrative:
Date sent to the FDA: 04/06/2011. (B)(4) - trocar sleeve difficult to remove. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a scrub nurse was removing the plastic protection off the trocar and stabbed herself with the point on (B)(6) 2011. The trocar had not been used on a patient. Another drain had to be used due to contamination. The wound did not require suturing and the nurse was fine and continued to work.